Event description:
It was reported that during a biliary stenting procedure the stent could not be deployed. Therefore, the delivery system was removed and another stent was deployed successfully. There was no patient injury reported. During the evaluation of the returned complaint sample the stent was found to be partially released 1 mm.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr 803 as it involves a similar device to a PMA approved device sold in the u.s. Under number p080007. The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.